Manufacturer narrative:
(B)(4). Device not returned for investigaion. Evaluation of study data revealed ph level above ph 8. Thus the investigation identified capsule failure.

Event description:
Customer reported bravo study wit high baseline and high ph readings above ph 8 and ph 9. Repeat procedure needed.